Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a call service 069 alarm. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-may-2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of call service alarms. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms, warnings or issues.   The pump successfully completed the 24 hour duration test without any issue or call service alarms.  The pump cover was removed and there was no evidence of moisture or damage to the internal components.  The original complaint of a call service alarm issue was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was found to be cracked at the threads on the side, below the grip pad, and between the keypad and the case seal below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.